Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while working out. The alarm could not be cleared temporarily. Customer reverted to manual injection and blood glucose level was reported to be within expected range.